Event description:
It was reported that visible air was seen in the tubing past the pump. A metriq tubing set was used to treat atrial fibrillation during an ablation procedure. When the ablation catheter was connected, flushing was performed; however, the bubbles could not be removed. Additionally, visible air was seen in the tubing past the pump. The device was replaced, and the procedure was completed successfully with no patient complications. The device was discarded and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.